Manufacturer narrative:
(B)(4). Damaged articulation gear teeth the analysis showed that the (B)(4) device was received with the articulation mechanism damaged. The device was received without a cartridge reload. The device was tested for functionality with test reloads on the three articulated positions; the device fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that pre-op an unknown procedure, the device was taken out of the box and the alignment of the jaw and the articulation does not match up. Another device was used to start and complete the procedure. There was no adverse consequence to the patient.